Manufacturer narrative:
The customer¿s report that the tubing separated at the joint in the pumping segment and leaked was confirmed. Visual inspection of the set observed that the silicone segment was completely separated away from the lower fitment. The expected retainer ring for the upper fitment connection was still intact. Dimensional analysis noted the silicone tubing and components were within specification. Functional testing of the returned set was deemed unnecessary due to a separation in the silicone tubing. Fluid was observed to be leaking from the set. The root cause of the leak was the tubing separating. The root cause of the separation could not be definitively determined.

Event description:
It was reported that when the pump module was opened the tubing was separated at an unspecified joint in the pumping segment and leaked smoflipids. The customer states that there was no harm to the patient.

Manufacturer narrative:
Concomitant medical products: 8100;8015; kabl bag, lot 10mk8696, exp 09/2020, smoflipids; therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that when the pump module was opened the tubing was separated at an unspecified joint in the pumping segment and leaked smof lipids. The customer states that there was no harm to the patient.